Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device broke. A new device was opened in order to complete the case. No patient injury noted.

Manufacturer narrative:
This report is updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic liver procedure. The loading unit was being applied to vascular tissue as well as some additional tissue on the liver. The stapler was able to fire but it made a cracking sound and broke. No patient injury or extension in surgical time.